Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, alleging the animas insulin pump has a battery life issue. According to the reporter, the battery life only lasts 2 days. The patient¿s pump powered off while the patient was at school, resulting in the patient¿s blood glucose reading of 500 mg/dl. The reporter denied any damage to the battery cap. There was no trauma or moisture damage with the pump. The alarm/warning to change the battery was present before the pump power off. The audio/vibration warning is working accordingly. The power issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the power issue began. The animas products were replaced and requested back for investigation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the black box review shows evidence of short battery life on (B)(6) 2013 illustrated with a sudden voltage drop from 1.37vm to 1.114vm leading to a consecutive ¿177¿ warning and ¿128¿ alarm. The total daily dose added up and equaled the basal programmed rate target. The pump powers ¿on¿ and displays ¿verify¿ screen. The display¿s contrast has a reddish tint. The pump was primed and exercised for 24 hours with no alarms. The external power supply confirms a high sleep current draw. The unit passed a flow accuracy test successfully. The pump cover was removed, after inspection u39 chip was suspected, thus it was removed and then sleep current returned to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.